Manufacturer narrative:
Concomitant medical products: model: d334drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and high rate non-sustained episodes. The patient will be evaluated by their electrophysiologist (ep) for treatment options and potential lead replacement. The lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had been extracted and replaced. No patient complications have been reported as a result of this event.